Event description:
It was reported the patient had fallen and landed on the device. The patient fell once the year prior as well as a couple months prior. The patient's device was implanted in the right hip. The patient could feel the leads poking out under the skin. The skin was not broken but it looked punctured. It was noted there was no swelling or drainage. There was a big red circle over the area, which was protruded outward. The patient did not believe there was an infection. The patient had a couple urinary tract infections (utis). The device was implanted for retention. The patient stated relief from original symptoms. The patient reported overstimulation when she would bend over or lean on a wall. The patient stated that she had worked in a (B)(6) and she may have overstressed the leads. The patient was looking to have the device reprogrammed for the overstimulation issue as she was not able to lower the setting. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 748910, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: product type extension; product ID 748910, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: product type extension; product ID 7435, lot# serial# (B)(4), implanted: explanted: product type programmer, patient; product ID 3093-33, lot# v590594, serial# implanted: (B)(6) 2010, explanted: product type lead; product ID 3093-33, lot# v590594, serial# implanted: (B)(6) 2010, explanted: product type lead. (B)(4).

Event description:
Additional information received reported that the patient had redness on her left side after implant that ¿stayed for quite some time.¿ the left lead was ¿punched in underneath the skin, like a hole or punctured down¿ and the right lead was the opposite, ¿really puffed and poked out.¿ the patient previously had some falls at the implant site and had another fall in (B)(6) 2014 that broke her tailbone and made the right lead poking out issue worse.